Manufacturer narrative:
Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the burr became stuck in the lesion. The target was located in the right coronary artery (rca). During procedure, after successful ablation with a 1.25 mm burr, the burr was exchanged with a 1.50 mm rotalink¿ plus. Rotablation was started; however, the burr became stuck in the lesion. Vasodilating medications were given and dynaglide mode was activated to facilitate removal. Subsequently, the burr was pulled back and was able to pulled from the patient's body. The blood vessel was then dilated with balloons and stented. No further patient complications were reported.